Manufacturer narrative:
Investigation - evaluation visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the basket sheath trapped in the shipping tray layers. The returned device had the handle and the basket formation in the closed position. A functional test noted the handle does not actuate the basket formation. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. There were kinks noted in the basket sheath at the following locations; 4.5 cm from the distal tip, and again at 14.5 cm, 20.5 cm, and 43.5 cm from the distal tip of the basket sheath. Another kink was noted 9 cm from the distal end of the support sheath. The support sheath and the basket sheath are still adhered. The cannulated handle cannot be removed from the unidex handle (udh). The back end of the cannulated handle does not have a finished appearance. The cannulated handle is stuck in the collet. A tool was used to stretch the collet and remove the cannulated handle. The basket formation cannot be manually actuated. The collet pinned a .031¿ pin. A .032¿ pin will not go into the collet. The device history records were reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with lot number 8208608. The instructions for use (IFU) provides the following information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be kinked in multiple locations. The kinks prevented the basket subassembly from moving freely within the sheath when the handle was operated. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. During inspection of the returned device, the sheath and basket assembly are removed from the handle to test if the basket functions when removed from the handle. This confirms if the issue is with the sheath / basket assembly or the handle. For this returned device, difficulty was encountered when disassembling the handle. The cannulated handle was found to be stuck inside the collet of the handle. The was most likely due to the collet knob having been torqued more than normal during assembly. The stuck cannulated handle issue did not affect the basket function and was not related to the reported issue. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor cannot deploy or release during a ureteroscopy procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.